Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the patient outcome that the patient passed away related to hemorrhagic stroke/cerebral aneurysm. Additional information stated that the patient developed right sided facial droop and was instructed to come to emergency room. The patient was compliant, and their anticoagulation was stable with international normalized ratio (inr) of 2.4 on admission. Computed tomography (CT) showed subcortical intraparenchymal hemorrhage in left frontal lobe with surrounding acute subarachnoid hemorrhage. The death was not considered to be device related. The device operated as expected and will not be returned.